Manufacturer narrative:
B3: june 2026. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo set leaked from the y-site. Upon priming the patient¿s IV calcium gluconate, a medication was leaking out of the IV tubing. The registered nurse discovered one of the y-site ports on the tubing became dislodged and was dripping calcium gluconate onto the floor. The IV tubing was replaced. There was no patient involvement. No additional information is available.